Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that foreign objects were on the: plastic distal end cover, adhesive on the bending section cover, bending section cover, connecting tube, the knob in all directions, and on the grip. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the nozzle was deformed. Due to the clogged nozzle, water removability did not meet the standard value. It was also observed that the light guide lens had a crack. It was observed that the connecting tube and the universal cord had discoloration. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was observed that the scope connector and the scope cover had a stain. Lastly, it was observed that the universal cord had a scratch. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the colonovideoscope had discoloration of the insertion tube. The reported issue was discovered during reprocessing/ maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were on the: plastic distal end cover, adhesive on the bending section cover, bending section cover, connecting tube, the knob in all directions, and on the grip which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the curved rubber adhesive part/connecting tube/plastic distal end cover, but the foreign object could not be identified. It is likely that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual cf-q150l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.